Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Date of submission 25-may-2018 the device has been returned and evaluated by product analysis on 10-may-2018 with the following findings: during investigation, the pump was powered on and the display was found to be blank. The pump cover was opened and a failed display flex was observed. A test display screen was installed and was observed to be functioning properly. Unrelated to the original complaint, the battery compartment was found to be cracked starting at the threads to the left side of the grip pad and from the case seal traveling to the grip pad. The threads of the returned battery cap were found to be stripped. The returned battery cap was unable to properly secure to the returned pump or a test pump. A test battery cap was used and able to properly secure to the pump for testing.